Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) documentation during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred ot an unspecified date/time ¿2 months¿ before the alert date of (B)(6) 2015. At this time, the patient stated that they obtained a ¿hi¿ (over 33.3 mmol/l) blood glucose result on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient stated they take 18 units of humalog if their blood glucose is below 10.0 mmol/l, and 22 units if above 10.0 mmol/l. For their lantus insulin, the patient stated they take 35 units if their blood glucose is below 10.0 mmol/l and 37 units if above 10.0 mmol/l. 10 minutes before the alleged inaccuracy occurred, the patient experienced the symptoms of ¿sweating, weak and blurry vision¿ ¿ symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient was given ¿orange juice and cookies¿ by a non-healthcare professional in order to bring their blood glucose up again. The patient also had their blood glucose measured at ¿2.9 mmol/l¿ on another unknown meter at this time. At the time of troubleshooting the csr noted that the patient did not have control solution available to test the subject meter and the test strips had not exceeded their expiry date. The patient¿s products were replaced and requested for evaluation. Although it is not clear how the product may have been a factor in the patient¿s injury, since the patient was symptomatic prior to the alleged product issue occurring, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to or after the onset of these symptoms.